Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1 of their automated peritoneal dialysis therapy. Per initial report, the home pt's transfer set was disconnected from the pt line of the homechoice set, however, the home pt tried to "resume therapy" after receiving the alarm. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.